Event description:
It was reported a haptic on the intraocular lens (iol) was bent during insertion. The incision was enlarged, and the lens removed and replaced without complication.

Manufacturer narrative:
During a retrospective review of reports, it was determined this event met the criteria for adverse event reporting. The iol was received and showed a bent haptic. The lens met all specifications prior to release. While we were unable to determine the cause of this event, we do not believe it is manufacturing related.